Manufacturer narrative:
(B)(4).

Event description:
The pump was last programmed on (B)(6) 2011 at 13:52 with a dose of 1.388 mg/day. On (B)(6) 2011, the programming said last change was on (B)(6) 2011 at 14:00 with a dose of 1.323mg/day. The pump had only been update one time. It was noted that the pump was being titrated because the pt wanted it removed. Additional info has been requested, a follow-up report will be sent if additional info becomes available.